Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to turn their device on or off with either the patient programmer or recharger. The patient tried several positions, and was finally able to turn on/off and charge when they were on their back. The patient was then able to use their device, but stimulation was intermittent and changed when the ins was ¿tapped¿ with a finger. No interventions were planned, and the patient was going to set up an appointment with their provider for troubleshooting.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient called the manufacturer's patient services to request a replacement antenna. The rep called the patient to see whether anything had resolved, and the patient said that he had not attempted to use it or replace it and that there had been no change.

Event description:
Additional information received from the patient reported that they went to the rep and it was checked at that time. They indicated that the on and off had been working so far but the stimulation was still a problem. Sometime when it was on they had to tap lightly on their back to get the stimulation to work. The patient reported that they would need to see a doctor and rep to see what can be done to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.